Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the device history records found no manufacturing deviations or anomalies. Provided info states the product is not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because the clavicle pin cut out medially.